Event description:
The implant malfunctioned due to it deforming during placement. The malfunction did not cause or contribute to a death or serious 14.07.2022 15:52:24 cet (5011055). User:5011055 received date of the return product:14/07/2022.